Manufacturer narrative:
Investigation summary: DHR: manufacturing dates: 02/04/2017 to 02/05/2017. Lot quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. 200 packaged 1ml syringes were received by bd (B)(4) and confirmed to be from lot #7030524. The sample was visually evaluated. The packages were found to have the batch number and expiration date missing from the top web. Investigation conclusion: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Most probable root cause is that the printer was shut off while troubleshooting the machine after adjustments and manually indexing the shots of product. The affected product was then not properly discarded.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer received bd luer-lok¿ disposable syringe(s) without lot numbers and expiration dates. They also received some defective syringes. This was observed before use and there was no report of injury or medical interventions.